Manufacturer narrative:
The lead has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.

Event description:
A lead fracture was suspected.

Event description:
Boston scientific crm received information that this atrial lead had a pacing impedance greater than 3000 ohms. The lead was not delivering pacing pulses, and was not sensing. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the lead was analyzed. Microscopic analysis confirmed the lead was fractured. Both conductor coils were fractured approximately 195-200 mm from the terminal pin. Insulation damage and a hole in the insulation was noted. Visual inspection noted indendations consistent with suture sleeve tie down near the fracture site. Analysis of the fracture site noted evidence of fatigue. Analysis concluded the fracture occurred due to cyclic stress over time.